Event description:
Additional information later reported that a culture was taken and tested positive for (B)(6). The patient¿s pump was removed and washed with antibacterial solution. Surrounding and affected tissue was washed with antibacterial solution. No device was explanted.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient developed an infection at the pump pocket site after the pump and catheter were implanted. It was noted the patient had been leaking some fluid at the pocket site. The reporter stated the patient¿s healthcare professional was likely going to remove the pump, but may try to salvage the catheter. It was noted the manufacturing representative was unsure if the entire system or partial system was being explanted. The reporter stated the hcp may place an anchor partially on the catheter, tie off the anchor, and confirm no cerebrospinal fluid backflow. The pump contained morphine. Additional information was requested, but was not available as of the date of this report.